Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The clip device does not contain any components that are similar to a small metal ball. It is possible that a small portion of material separated from the device and resembled a ball. However, without an evaluation of the device, the source of the reported "small metal ball" could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook instinct endoscopic hemoclip. There was an issue with the clip. There was no reportable information at this time. The following additional information was provided on 02-jul-2019: the procedure room nurse stated the clip was deployed without issue and stayed in place. However, after deployment, the procedure room staff observed what looked like a "metal ball" remaining in the patient. This was described as a "free floating, a small metal ball (not like a hook)". When asked if a picture had been taken of this during the procedure, the nurse stated they asked the physician to take a photo; however, a photo was not taken. The component reported to have detached remained in the patient's body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.